Event description:
A report was received stating that: the pt was attached to the ventilator, the attending operating department practitioner thought the ventilator did not sound normal and he noticed that the ventilator was only giving inspiratory breaths with no time for expiration. There was no movement of the pt's chest to demonstrate expiration. After about 10-15 seconds, the ventilator was disconnected by the operating department practitioner and the pt was ventilated manually using a bag valve mask which was extremely difficult. The pt was examined and found to be suffering from bilateral pneumothoraces and suffered a cardiac arrest. The pneumothoraces were treated with the insertion of chest drains. The pt suffered two more cardiac arrests and was resuscitated. However, several hours later, the pt died.